Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome was stable.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was an anterior cervical discectomy and fusion (c4-6) for cervical spondylotic radiculopathy /myelopathy on (B)(6) 2024. System: vectra+proti acis. Range: c4-6. In the surgery, the cervic distractor for the right was placed between c4/5 when discectomy was performed after deployment. Next, when installed between c5/6 and distraction was applied, there was a "cracking" sound. The part of the cylinder on the side of the prop that is welded, which originally could not be removed, was damaged. The product was removed and replaced with the cervic distractor for the left. The surgery was completed successfully with no surgical delay. No further information is available. This report is for one adjustable cervical distractor-right for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1: initial reporter is j&j company representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.